Event description:
The customer reported the coulter act diff 2 analyzer did not display white blood cell (wbc) results and was generating vacuum errors halting instrument operation. No erroneous results were generated in connection with this event. A field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the waste pump to resolve the reported issue. (B)(4).